Manufacturer narrative:
(B)(4). Physio-control determined the cause for the malfunction to be failure of the therapy connector assembly. Physio will replace the therapy connector assembly to resolve the issue. The device will be repaired and returned to the customer for use after confirmation of proper operation.

Event description:
It was reported that the device intermittently failed the user test by failing to detect the test plug. Physio-control evaluated the device and found that the device intermittently failed to detect the therapy cable connection when either the connector or cable was wiggled. The device would not be able to provided defibrillation therapy in the reported condition. There was no patient use associated with the event.